Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since screws were placed in the patient's spine in a different position than desired with navigation involved, although according to the surgeon: the deviation of the screws was detected with intraoperative imaging before the surgery was completed, and the screws were replaced to the intended positions successfully at the very same surgery. The outcome of the surgery was successful as intended. There was no actual harm nor any increased risk of harm due to the misplaced k-wire, and there was no prolongation of anesthesia. There were no further remedial surgical or medical actions necessary, required, or planned. Hospitalization was not prolonged either. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause of the screw placements in the vertebrae l4 right side deviating laterally by approx. 4mm and l5 right side deviating approx. By 3mm at the entry point and 6mm at the target point from the intended position, was: a relative movement of the anatomy (the indication of spondylolisthesis was present reducing the stability of the spine) during the surgery between the vertebra the patient reference array was fixed to (l3), and the vertebrae operated on (l4 and l5) due to a non-rigid connection of these vertebrae and forces applied to the spine. Multi-level navigation - i.e. Operating on a different vertebra than the one the patient reference array for navigation is fixed to or operating across multiple vertebrae without remounting the patient reference and reregistering - especially if the connection in between the vertebrae is not rigid - results in relative movements of the vertebrae (actual anatomy) during the surgery that cannot be compensated by the navigation software displaying instrument positions on the registered pre-placement patient image scan. In addition, as the reference clamp had close contact to the skin at this minimally-invasive surgery, during the alignment of the navigated screwdriver to the pedicle, the skin is moved and thereby the reference could have also moved temporarily. Apparently, the resulting deviation between the actual patient anatomy location during the placement and the registered preplacement patient image scan displayed by the navigation was not recognized by the user with the necessary and adequate navigation accuracy verification throughout the procedure, before and during preparation and placement of the screws in right l4 and right l5. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to reiterate the relevant topics regarding the use of the device to this customer.

Event description:
A minimally invasive surgery on the lumbar spine for fusion at vertebrae l4 and l5 for spondylolisthesis, with intended placement of 4 pedicle screws for fixation, was performed with the aid of the display by the brainlab navigation software spine & trauma 3d navigation 1.5. During the procedure the surgeon: with the patient in prone position, attached the navigation reference array on the spinous process of l3 acquired a 3d fluoroscopic scan using an intra-operative c-arm with automatic image registration of the current patient anatomy to the navigation, and verified and accepted the accuracy to proceed planned the angle/trajectory of screw placements using the navigated pointer, used a navigated non-brainlab drill to create the path in the pedicle along the planned path, and placed the pedicle screws down the prepared paths with a navigated non-brainlab screwdriver, for all 4 pedicle screws (l4 and l5). Acquired a confirmation fluoroscopic scan and determined that the right l4 and right l5 screws were placed laterally to the intended positions (approximately 4-6mm). Verified the accuracy of the registration of the newly acquired scan and deemed it not sufficient, and performed another fluoroscopic scan with automatic image registration. Verified and accepted the accuracy of the registration to proceed. Removed the right l4 and right l5 screws, and replaced the right l5 screw using the same navigated workflow. Proceeded to replace the right l4 screw using conventional methods and without the aid of navigation. Completed the surgery. According to the hospital: - the deviation of the screws was detected with intraoperative imaging before the surgery was completed, and the screws were replaced to the intended positions successfully at the very same surgery. - the outcome of the surgery was successful as intended. - there was no actual harm nor any increased risk of harm due to the misplaced k-wire, and there was no prolongation of anesthesia. - there were no further remedial surgical or medical actions necessary, required, or planned. Hospitalization was not prolonged either.